Event description:
The device was explanted. Although the exact reason for explant is not currently known, the pt had experienced two strokes. The pt is recovering and has been discharged. Ring was well-endothelized. The "groove of the anterior leaflet" appeared coarse and coated with fibrin. A 31mm sjm mechanical valve was implanted.